Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt visited with her physician because her ipg is uncomfortable. The physician has agreed to re-locate the ipg pocket. Surgical intervention is pending.